Manufacturer narrative:
(B)(4). Results: incomplete_interrupted cycle. The analysis results showed that the reload was received in good visual condition and fully loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. No functional test was performed due to the condition of the reload. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the stapler didn¿t fire. When used with another reload, it did fire. No patient consequences reported.